Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 391 mg/dl at the time of incident. Patient's other blood glucose value: 297, 247 and 271 mg/dl. As symptoms of blood glucose level customer was on oxygen. Battery issues (bad battery alert, low battery and failed battery test) were also reported. The customer reported that the no delivery alarm was resolved by changing reservoir. The devices are not expected to be returned for analysis.